Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: during investigation, the pump powered up to a fully functional and illuminated display. The allegation of a line in the display was unable to be duplicated during investigation. Unrelated to the original complaint, evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump cover was removed to find no further moisture or intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was alleged moisture was in the battery compartment, and a line was though the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.